Event description:
Customer obtained a faintly positive test line. Customer then tested using three other brands of rapid tests all of which resulted negative. Customer then took two additional qv sars otc both of which elicited positive results. Customer had a nasal multi-plex pcr conducted, customer was reported as not detected for sars.

Manufacturer narrative:
Subject: customer obtained a faintly positive test line. Customer then tested using three other brands of rapid tests all of which resulted negative. Customer then took two additional qv sars otc both of which elicited positive results. Customer had a nasal multi-plex pcr conducted, customer was reported as not detected for sars. Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for lot 004702. No adverse trend was identified for lot 004718. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: cnd w/ retains.